Event description:
It was reported that during a preparation for a procedure, the laser is presenting error codes 188 and 58. Multiple attempts to clear the error codes were unsuccessful, along with checking fibers and connections prompting no change. Patient was on the table and procedure was unable to be started. Since there was only one unit onsite, the procedure was rescheduled. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that during a preparation for a procedure, the laser is presenting error codes 188 and 58. Multiple attempts to clear the error codes were unsuccessful, along with checking fibers and connections prompting no change. Patient was on the table and procedure was unable to be started. Since there was only one unit onsite, the procedure was rescheduled. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
Updated block e3: occupation upon receipt at our quality assurance laboratory, the console was serviced onsite by a field service engineer (fse) and confirmed the reported error 58 and error 188. Upon initial inspection the 15 amp fuse was blown on the chiller; fuse was replaced, and the laser was re-started. The errors 58 and 188 appeared again and blew a second 15 amp fuse. It was identified that the cause of this failure was the chiller gas unit. The chiller gas unit was replaced, and it was cooling as it was supposed to and went down to temperature without issue. No leaks in the system were found. The laser was tested and all testing passed. A conclusion code of cause traced to component failure was selected for this investigation, indicating there was an expected or random component failure identified without any design or manufacturing issue.